Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a knotted catheter is confirmed and appears to be use related. One 8 cm segment of a powerpicc catheter was returned for investigation. A tight knot in the catheter was present near the 46 cm depth marker. This is indicative of the catheter being retracted against resistance after the knot formation. Use residue was observed throughout the sample. Two segments of the stylet were found to be present of each end of the catheter knot. A 10 mm segment of the stylet dislodged from the longer length of the catheter during handling of the catheter. The segment was broken in two pieces but were held together by the magnets within the tubing. An approximately 1.5 cm segment of the stylet was visible in the short end of the catheter. It appeared to be held within the catheter by the knot. Based on the description of the reported event and condition of the returned sample, it is likely that the knot and breakage of the stylet at the knot location was caused by repeated advancement and retraction of the catheter against resistance. The IFU states ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape.¿ no further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recr1601 showed no other similar product complaint(s) from this lot number.(B)(4).

Event description:
The facility reported to the tm that during placement of the PICC the rn met resistance while inserting the PICC line. It was stated that the rn then pulled the PICC out and it was noted to be in a knot and the stylet was broken. It was successfully removed in ir. (B)(6) 2018 additional information provided in medwatch: the right sided PICC line was attempted to be removed from the brachial vein. Resistance was met. 5cm remained in patient. PICC was originally cut at 48 cm but only 43 were removed. Patient had to go to interventional radiology and have remainder of PICC removed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recr1601 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
The facility reported to the tm that during placement of the PICC the rn met resistance while inserting the PICC line. It was stated that the rn then pulled the PICC out and it was noted to be in a knot and the stylet was broken. It was successfully removed in ir.